Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse in the device was not functioning and the red light on the battery charger device appeared. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device would not recharge and was giving a red light on universal battery charger device. According to the reporter, the event occurred at the loan department and the battery device only worked with the demo device. This event was not related to surgery. There were no delays to a scheduled surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.